Manufacturer narrative:
Additional information received reported there was a fold in the intraocular lens (iol). The patient reported during a post-op visit that vision was good but not great, and was still blurry. The explanted iol was replaced with a model zxt225 iol. Following the exchange, the patient is 20/25. There was no patient injury and no additional medical or surgical procedure required. As a result the following fields have been updated: device code 2526 ¿ dent. Patient code 2137 ¿ blurry. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient right eye due to a vertical defect in optic. The complaint iol was not returned. Requests were made for additional information but no response was provided by the account. No additional information was received.